Event description:
On (B)(6) 2012, the pt reported that he has had some leaking from his infusion sets. He stated that the leaking is coming from somewhere near the cannula and he noticed it because his blood glucose level was elevated and he could smell insulin. The pt thinks the leak is coming from his infusion site; he does not rotate his infusion site regularly. He does hear an audible click when attaching his infusion tubing. His blood glucose has been elevated as high as 300 mg/dl due to this issue and he has experienced frequent urination. He took an injection of insulin to bring the level down. His normal range is 150 mg/dl or lower. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product is available to be returned for evaluation. The infusion sets were replaced.